Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09oct2020.

Event description:
It was reported there was an air leak. The device was in clinical use however no patient harm was reported.

Manufacturer narrative:
G4: 22oct2020 b4: (B)(6) 2020 the customer confirmed the unit was not on patient. The air leak was detected during verification testing which does not pose potential patient harm, therefor this complaint is not reportable. Additionally, the customer refused to repair the unit. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.